Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system x-ray doesn't work. Review of the system log file showed ¿no x-ray within 3 seconds after last start fluoro¿. Fse visited onsite and confirmed that no error was found. To date, there have been no further reports of this issue. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray did not work. The customer performed a warm restart that did not resolve the issue. The system was in clinical use. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips remote service engineer reviewed the log files and advised the customer to perform a cold restart. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.